Event description:
(B)(6) (customer) reported that one of their operators ((B)(6)) had splashed bleach into one of her eyes on. It happened when the operator was making bleach solution to clean panther work surface areas. The operator was not wearing any eye protective glasses or goggles. The operator washed her eye with water and then went to seek medical attention. The bleach had burned the outer layer of her affected eye and her vision has been blurry. The doctor has instructed the operator to wear goggles until the eye has healed and was given medical leave.